Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed a confirmed a guide rod is fractured. The threads of the rod remain assembled with the guide. The bulk of the rod was not returned. The guide exhibits minor surface scuffing and scratching indicative of a multiple use instrument. The device indicates successful use in the filed age of 2.5 years approximately. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rod broke off while impacting the acetabulum. No patient injury or significant delay was reported as a result of the event. Attempts have been made and additional information on the reported event is unavailable.